Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-00837, 3005168196-2021-00838, 3005168196-2021-00839, 3005168196-2021-00840, 3005168196-2021-00841.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), penumbra smart coil detachment handles (handles), and two non-penumbra microcatheters. During the procedure, the first smart coil would not detach after multiple attempts were made with three handles. While retracting the smart coil, the physician experienced resistance, and the smart coil was stuck in the first microcatheter. The smart coil was then removed. Subsequently, the physician used a second smart coil, the third handle, and the same microcatheter. However, the physician was also unable to detach the smart coil with the handle after multiple attempts were made. While retracting the smart coil, the physician experienced resistance, and the smart coil was stuck in the microcatheter. The smart coil and microcatheter were then removed. The physician resumed the procedure and successfully placed the third smart coil with the handle and second microcatheter. Next, the physician used a fourth smart coil, the same handle, and the same second microcatheter. However, the physician was also unable to detach the smart coil with the handle after multiple attempts were made and removed the smart coil. It was reported that this was the last attempted embolization. Therefore, the procedure ended at this point. There was no report of an adverse effect to the patient.